Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error occurred before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "no marking for handling on the outer box . This will mean disqualify of all syringes which are with the same non-compliance."

Manufacturer narrative:
H.6. Investigation: two photos displaying a cube label, carton label and blister pack label all confirmed to be form batch 9003655 (B)(4) were received and evaluated. No visual defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. H3 other text : see h.10.

Event description:
It was reported that labeling error occurred before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "no marking for handling on the outer box . This will mean disqualify of all syringes which are with the same non-compliance."